Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 siebel (B)(4) (con) information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received. Patient reported that a wire down her leg and was causing her excruciating pain so she needed to get wire out. Patient further stated that the pain in leg issue started in 2009 when she first got device, and "that in those days they were putting it (the lead wire) down the leg so the patient could tell if the stimulator was on or off or something and your toe would move". Patient said the leg pain had been getting worse and worse and has been taking medication for that. Patient further reported that they thought the implant was not working properly because none of the programs work for them for their symptoms control at all except one program and that it's been 7 years with this current implant. Patient also reported that the patient programmer dropped and that it might be broken. During troubleshooting it was reviewed that the patient programmer was functioning properly. When patient programmer was synced, it showed that the stimulation was off. Patient then stated that they turned off the ins every time they uses it because if they leave the implant on, their leg hurts more and that the device would stimulate their leg the same time as it stimulates their bladder and it hurts. Patient further said she would turn on the ins when they uses the bathroom and turn it off after using the bathroom patient has an appointment with their primary doctor on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pain was first noticed in (B)(6) 2016 and the patient was not sure what it was at first; they then realized in (B)(6) 2016 it was the cord down their l/h leg causing the pain. To alleviate some of the pain, the patient started turning off their bladder stimulator in april, using the external device, which stopped the cord down their leg from stimulating, and turning it on when they needed to evacuate/urinate. It was noted that the pain was less, but still very bad. The patient would be meeting with their new primary care provider on (B)(6) 2018 and was seeing a pain management doctor. No further complications were reported/anticipated.